Event description:
The hill-rom field technician found that the brakes would not hold on this bed due to excessive wear on the caster tires. He replaced the worn casters and this resolved the issue. No incidents or injuries were reported.